Manufacturer narrative:
(B)(4). Pump error alarm followed by pump error alarm found in the device history due to electronic assembly. Device passed displacement test, sleep current measurement, active current measurement and selftest. No failed battery alarm noted.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose level was 178 mg/dl at the time of the incident. The customer stated that the insulin pump indicated that the reservoir and tubing and was not recognizing the batteries. The customer was successfully able to clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.